Event description:
Per the audiologist's report, this pt was not performing well with his cochlear implant. Integrity testing was not conducted on the device. The surgeon explanted the device in 2006, and reimplanted the pt with a new device the same day.

Manufacturer narrative:
This is a final report. It was reported that the pt wasn't performing as well as was expected, and so the pt "upgraded" to the freedom cochlear implant system. The device was electively explanted. However, during the analysis of the device, tears were observed in the silicone carrier on both the top and bottom of the stimulator. The results of tests performed with the device in saline solution showed that the tears in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. The device passed all other tests conducted when it was dried. There were tears in the silicone carrier of the stimulator, on both the top and bottom of the stimulator, with signs of fluid ingress on the casing. Brownish crystalline structures, typical of dried ionic fluid, was observed when the devices were opened to the outer feedthrough area. After the entire device was soaked in a saline solution, electrical testing revealed a breach of the electrical insulation of the electrode wire assembly. When the device was dried, normal operation of the device was confirmed. Continuity between electrodes was checked at the electrode rings via the integrated circuit. Continuity was observed on all electrodes. When dry, the device passed all electrical testing conducted.